Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: after anastomosis, the surgeon worried about leakage, so a covering of the stoma was built. The surgeon did not perform an intra-operative leak test, and it is unk if there is any evidence of improper staple formation. According to the reporter, the stapler did not perform as intended. No bleeding was reported. Nothing fell into the pt cavity. No tissue was damaged. The operating room time was extended more than 30 minutes.